Event description:
The threads on the cannulated screw with long threads peeled during insertion. The screw and threads were retrieved.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time. No lot number is available; therefore, no manufacturing date can be determined.